Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient saw a power on reset (por) message when trying to charge and their therapy stopped due to the por. The patient stated that their back is ¿killing them¿ due to the loss of therapy. The patient reported that they went to a concert the night before the por and the security used a handheld security wand to search the patient and the patient thought that it may have affected the system. The patent was able to clear the por but had to charge the ins before turning the stimulation back on. No further complications are anticipated.